Event description:
It was reported to target that first the aneurysm was accessed with a fastracker-10 catheter. However, the catheter tip moved and when attempted to reposition, the catheter would not track over the wire. Then a tracker excel 14 catheter was used, but this catheter still would not track across the siphon. With continued manipulation the aneurysm ruptured resulting in the pt's death. The microcatheter may have tracked better if the guiding catheter was placed deeper in the internal carotid artery (ica), but this was not possible since this was a small sized ica.